Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that valve vl161 was faulty. The fse replaced the valve, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a bloody leak from the unicel dxh 800 coulter cellular analysis system. The volume of the leak was not specified and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.